Event description:
During a robotic total laparoscopic hysterectomy the pt received lacerations on the side walls of her vagina which required sutures.

Manufacturer narrative:
(B)(4) spoke to dr (B)(6) of (B)(6) hospital regarding the adverse event that occurred on (B)(6) 2012. The event involved an elderly pt with an excessively deep, yet constricted vaginal cavity with age appropriate fragile tissue. It was concluded that the tabs on the proximal end of the device caused lacerations upon removal. A query of our complaint database revealed no type of product trend. Corrective action to be implemented: reduce tab height and include additional rounding of tab edges. (B)(4).